Event description:
Pt underwent craniectomy and ventriculostomy placement on (B)(6) 2015. On (B)(6) 2015, pt noted to be confused. CT of the head demonstrated intraventricular air. Abx initiated. Csf results came back negative and pt's mental status improved.